Event description:
The customer contact reported an unrequested bolus dose was delivered. The device was being used to deliver morphine. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. During testing by the user facility, the pump passed testing and was returned to clinical use. Though requested, no additional information was provided.